Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by a slightly elevated cell count. The same day, the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt was treated with unspecified prophylactic antibiotics for peritonitis (dose, route and frequency not reported). Four days after admission to the hospital, the pt was discharged. In the month following the onset of peritonitis, the pt was recovered. Additional information was requested but was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k11026 and h13l11065. There were no issues detected during the manufacturing processes. As the sample was not returned, a complete device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. (B)(4).